Event description:
The customer reported that three sets leaked. She was unable to give any further details as she was very busy at the moment. She will call monday with additional information. A sample was saved and will be returned to quest. Product code 5001102; lot number is unknown.